Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 4 and left implant ruptured, discovered during surgery

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and upon initial observation found to have shell failure and light yellowing. The device was unable to be weighed. Upon inspection, there was a small rupture on the lower right side of the anterior surface. The explant was submitted for optical analysis. An area with possible striations was identified. The observed result of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.